Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On december 9, 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio reflect meter displayed an unknown message during testing. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the unspecified error message began to appear on november 19, 2024. The patient manages her diabetes with novolog insulin on a self-adjusting dose based on blood glucose results. The patient stated that she was not able to test her blood glucose and know the right amount of insulin to take due to the error message appearing. As a result, the patient claimed that on (B)(6) 2024, in the early afternoon, she experienced symptoms of feeling ¿sick and lightheaded¿ and went to the doctor¿s office where she was treated with insulin and IV fluids. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca was unable to walk through resolving the issue as the patient no longer had the test strips available. A replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention for an acute complication of diabetes by an hcp, after the alleged meter issue began.